Event description:
A laboratory professional splashed level 3 control material in her eye trying to recap the vial while holding it at chest level. There was no immediate harm to the laboratory professional as a result of this event.

Manufacturer narrative:
The labeling and certificate of analysis indicate that each human donor unit used to manufacture the product was tested by FDA accepted methods and found non-reactive for hepatitis b surface antigen (hbsag), antibody to hepatitis c (hcv) and antibody to hiv-1/ hiv-2. In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with patient specimens. The root cause of the event was user error.